Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("uterine horn resection with bilateral salpingectomy for essure removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced libido decreased ("libido decreased"), headache ("headache") and asthenia ("chronic asthenia"). The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, libido decreased, headache and asthenia outcome was unknown. The reporter considered asthenia, headache, libido decreased and medical device removal to be related to essure. The reporter commented: the defective sample was not kept by the department. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of asthenia ("chronic asthenia"), headache ("headache") and libido decreased ("libido decreased") in a 44-year-old female patient who had essure inserted. The patient's medical history included rheumatoid arthritis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced asthenia (seriousness criteria medically significant and intervention required), headache (seriousness criteria medically significant and intervention required) and libido decreased (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy for essure removal / uterine horn resection with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the asthenia, headache and libido decreased outcome was unknown. The reporter considered asthenia, headache and libido decreased to be related to essure. The reporter commented: the defective sample was not kept by the department. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 43 kgs. Most recent follow-up information incorporated above includes: on 30-jan-2019: essure removal questionnaire provided: the patient underwent uterine horn resection with bilateral salpingectomy for medical reasons. The main reason of the removal were adverse events: libido decreased, headaches, chronic asthenia. Patient information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.